Manufacturer narrative:
E1: initial reporter address: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between the minicap transfer set and amia cassette. The patient was unable to disconnect the patient line of the cassette from the transfer set. The transfer set was stuck to the patient line. This occurred during use of the devices for peritoneal dialysis therapy. The patient used pliers to separate the cassette from the transfer set, however in doing so there was a separation between the main body and female connector of the transfer set. The transfer set was replaced because of the issue. There was no report of patient injury or medical intervention associated with this event; however, the patient was treated with prophylactic antibiotics. No additional information is available.